Event description:
The customer reported that erroneous low and suppressed triglyceride (tg) results were generated from a unicel dxc 600i synchron access clinical system for one patient's sample over two days. This report is one of two and represents the erroneous low tg result generated for the patient on (B)(6) 2011. The initial, erroneous tg result was reported out of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Beckman coulter assessment of customer supplied data indicated that the initial result was repeat tested multiple times the following day in varied forms of diluted state. The repeat results were higher. The patient sample was "grossly lipemic". No other system issues or issues with other chemistries were noted.

Manufacturer narrative:
Service was not dispatched to the site to address this issue as it appeared to be a sample specific issue. No definitive root cause has been determined to date. Mdrs associated with this event: 2050012-2011-06154; 2050012-2011-06301.